Manufacturer narrative:
The artix thin-walled sheath (artix sheath) was returned to the manufacturer and evaluated. Visual inspection of the device revealed the sheath shaft separated at the proximal marker. The sheath shaft separation exposed the inner coil and delamination proximal to the break was observed. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. Corrective action was opened to further investigate and determine potential root cause. Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2025, a 71-year-old male patient underwent arterial thrombectomy using inari devices. Upon removing the artix thin-walled sheath (artix sheath), the sheath shaft began to unravel. The artix sheath was removed completely, and a new artix sheath was used to complete the case without further issues.